Manufacturer narrative:
The maryland bipolar forceps instrument was analyzed and found with charring and localized melting on the bipolar yaw pulley at the base of the grip. As a result of the damage, section of the active electrode (grip) was exposed that would not normally be exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on 3 out of 3 attempts. The instrument was placed and driven on an in-house system. The instrument delivered energy with signs of arcing on 2 of 3 attempts. A review of the procedure logs indicated that a monopolar instrument was used during this case. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The maryland bipolar forceps instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation and/or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted pulmonary lobectomy surgical procedure, a melted plastic was observed on the jaws of the maryland bipolar forceps instrument. A backup different instrument was used to complete the procedure. There was no patient harm due to this event.